Manufacturer narrative:
Section a4: weight:: unknown/asked but not provided. Section e1: reporter: first/given name:: unknown/ not provided section e1: reporter: telephone number: (B)(4) section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, information was not provide. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was refractive error with the patient implanted with a preloaded monofocal intraocular lens (iol) in the patient's right eye. Patient's daily activities were significantly affected. There was no incision enlargement and no sutures required. No vitrectomy was required. End user seek medical attention. No medications were prescribed. Directions of use were followed. Through follow up, it was reported that the patient symptoms began after surgery. Iol was explanted from patient's eye and replaced with another johnson & johnson lens, model zcu450 16.5 diopter. The patient was doing well and happy post-operatively. No further information received.